Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer has been running lows and he feels its the automode and they had blood glucose 56 mg/dl, blood glucose 89 mg/dl, 50 mg/dl (B)(6) , blood glucose under 50 mg/dl customer blood glucose at time of incident was 50 mg/dl. Customer treated low blood glucose with food. Offer to troubleshoot insulin pump but customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.